Event description:
A report was received that the patient received an elective replacement indicator message for a primary cell ipg that was implanted less than a year ago.

Manufacturer narrative:
Additional information was received that there is no planned action at this time to replace the ipg. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient received an elective replacement indicator message for a primary cell ipg that was implanted less than a year ago.